Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ECG became very noisy with electrical interference making it almost interpretable. The device was in use on a patient, however there was no adverse event to the patient or user.